Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump, and caller was unsure how damage occurred but believed it was due to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it within 10 days, and technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement device.